Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. Estimated longevity decreased six and a half years within two years period. This device was explanted and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. The complaint device has not been returned by the customer yet; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased six and a half years within a two year period. This device was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased six and a half years within a two year follow ups. This device was explanted and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.